Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device could not confirm the stated failure mode. The device is severely worn from use. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that a review of the provided x-rays confirmed osteolysis behind the shell. Also, it was noted that the head isn¿t centered. So there may be poly wear. No further clinical documentation was provided. Therefore, based on the information provided, the clinical root cause of the reported osteolysis cannot be confirmed. The patient impact beyond the revision cannot be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Wear potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device not confirm the stated failure mode. The device was found to be worn around the edges of the device. One corner of the liner was severely deformed likely from extraction and/or repeated contact with a mating stem component. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that a review of the provided x-rays confirmed osteolysis behind the shell. Also, it was noted that the head isn¿t centered. So there may be poly wear. No further clinical documentation was provided. Therefore, based on the information provided, the clinical root cause of the reported osteolysis cannot be confirmed. The patient impact beyond the revision cannot be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Wear potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, after a thr on (B)(6) 2013 with a ref three hole shell 48 mm (B)(4), ref xlpe 22 0 deg 46-48 sz (B)(4) and a oxonium fem hd 12/14 28 mm +4 (B)(4), a revision surgery was performed on (B)(6) 2021 due to osteolysis. The products were replaced to competitor's products. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).